Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. The mdt rep stated that they found out about the catheter revision on (B)(6) 2014 (day of surgery). The patient found out about the procedure from the managing physician.

Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that a catheter revision was being done. A pump segment revision kit was used. After the revision, the new catheter length was 93 cm and the new catheter volume was 0.2046 ml. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.